Event description:
It was reported that one day post implant, the right ventricular lead had decreased sensing and an increase in threshold. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: a2dr01 implantable pulse generator (B)(6) 2013. (B)(4).